Manufacturer narrative:
(B)(6) 2015 11:36 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was flexed away from the hot jaw and remained attached at the base of the jaw. The silicone insulation on the cold jaw was partially peeled at the base but remained attached, the as found failure was not reported by the account. Based on the condition of the device as found and the results of the investigation the reported complaint was confirmed for "bent wire." (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.